Manufacturer narrative:
The full UDI is unknown at this time.

Event description:
It was reported that the patient's implant migrated and additionally had a retinal detachment on the same side. Multiple attempts were made to obtain additional details; however, no further information has been received. There is no indication that the retinal detachment was caused or contributed by the device. No medical intervention or adverse consequences were reported as a result of the latera migration.